Manufacturer narrative:
(B)(4): evaluation: method: film. Results : (stent deformation, stent fracture, dissection). Results/conclusions: (resistant lesion).

Event description:
An endeavor resolute rx drug-eluting stent, length 30mm, diameter 2.75mm, was intended to treat an 85% stenosed mid-lca lesion in a pt. A suspected stent fracture and dissection were reported after post dilation of the stent. The target lesion at the lca/d2 bifurcation was pre-dilated twice prior to successful stent deployment. The stent was post dilated using two non-medtronic balloons. It was reported that a dissection and stent fracture were suspected due to the observation of a "shadow" which appeared in the bifurcation area after post-dilation. The pt was good post procedure and no additional clinical sequelae have been reported. Procedural images review: procedural images were provided for review. The target lesion in the mid lad appears to have been severely calcified and possibly fibrotic. The images show that the lesion was pre-dilated multiple times prior to the successful delivery and deployment of the resolute stent across the ostium of a diagonal. Post stent deployment, the ostium of the side branch appears to have been partially jailed. The lad at the site of the stent deployment appeared to have shadowing which may indicate some vessel damage or spots of calcification in the lesion. Uniform stent deployment appears to have been impacted by diseased, resistant areas within the lesion where the stent did not appear to fully expand. Post deployment, a balloon was passed through the cell of the resolute stent and inflated at the ostium of the diagonal. Multiple post dilatations of the resolute stent were completed. The non-concentric areas of the newly deployed stent remained evident but did not appear to impact the flow in the vessel. Final images appear to show good resolution of the lesion in the lad, with non-jailing of the side branch across which the stent was deployed. Review of the images shows no evidence of stent weld or material breakage. It appears most likely that the previously adjacent non welded segments of the modular stent were pushed out of alignment, resulting in material distortion, during deployment. There was no evidence of dissection in the final images.